Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The pump was not resettable, so customer support arranged for a replacement pump. The customer reverted to an alternate method of insulin therapy.